Manufacturer narrative:
(B)(4). This complaint is related to (B)(4)/ medwatch #1828100-2017-00047.

Event description:
It was reported that the motor was not working. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence attempts for additional information was unsuccessful. No part was returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.